Event description:
It was reported that the patient presented to the emergency room post implant. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited loss of capture and low impedance. X-ray imaging was performed and confirmed the lp dislodged but stayed in the right ventricle. The lp was explanted and replaced. The patient was stable.